Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g2; g3; g6; h2; h3; h6 type of investigation, investigation findings; investigation conclusion; component code; h11. It was reported that during a call, while attempting to transport a patient from one facility to another, the cardiosave intra-aortic balloon pump (iabp) at the bedside, when they moved the patient to the transport teams cardiosave, the pump alarms "autofill failure". All connections are secure, all connections are correct and unit shows full of helium. When they place the patient back on the hospital cs300, it works well. There is no blood or kink noted in the iab tubing and the insertion site is femoral. There are no other alarms on the cardiosave and no reported alarms on the cs300. The iab in use is a mega 50cc in use and working well on the cs300.there are no reports of harm or injury to the patient. A getinge field service engineer (fse) confirmed the problem stated by the customer. Unit was failing with an autofill failures. The fse troubleshot the unit and found the issue to be the pneumatic module assembly (997-00-1178). The fse replaced the pim module and retested pump, unit is now passing. Performed a full pm functional checks and calibrations, unit has passed all test and calibrations and is now ready for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿pim¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transporting a patient from one facility to another the cardiosave intra aortic balloon pump alarmed "autofill failure". The system worked well when connected back to cs300. There are no reports of harm or injury to the patient.